Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported the low pump pressure alarm to their amsco 7052hp washer-disinfector was detected and "excess foaming" was observed during a cycle. Report of procedure delays.